Event description:
Pt required a return to or for placement of new catheter insertion. Upon removal of catheter placed 1/19/96, it was noted that a section of guide wire was present within the distal catheter. It appeared that the wire had broken during placement.